Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) has an electrical test failure #117. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. It was reported that the cs100 intra-aortic balloon pump (iabp) showing electrical test fail#117. As informed by the distributor¿s fse, the machine is showing an alarm message ' electrical test fail #117' on its display. Getinge field service engineer (fse) checked iab machine reset all connections of front end board but same problem again. Once unit becomes functional, at the moment we are waiting for customer's po. There was no patient involved and no one was harmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.